Event description:
Caller reported that t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. Attempts to charge the pump with different adapters and cables did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.